Event description:
Information received by medtronic indicated that insulin pump had a a crack alongside the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: crack alongside the battery compartment. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked case (battery tube), cracked battery tube threads and cracked retainer ring.in summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.